Event description:
Pt with vented electric heart mate palced for myocardial failure one year ago. Device is wearing down due to probable bearing failure. Pt converted over the pneumatic drive to prevent load on the bearing; after de-airing procedure, pt had decreased level of consciousness and seizure activity. Pt's clinical onset is consistent with embolic occlusion of multiple intracranial vessels confirmed by cerebral angiography, pt expired.